Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, the customer reported a high blood glucose (bg) level of over 500 mg/dl. Correction bolus via pump was delivered to addressed high bg. Customer will continue to use current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.